Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed in the archive data and during functional testing. The root cause of the system error was the drivetrain motor brake gap being too wide, out of specification. As a result, the autopulse stopped functioning with a system error, as designed. The brake gap issue is most likely attributed to wear and tear. The autopulse platform was manufactured in march 2019 and is almost 5 years old, reaching its expected service life. Visual inspection revealed that the front enclosure was scratched and had a vertical crack going through one of its screw fittings, unrelated to the reported complaint. This physical damage appeared to be attributed to user mishandling. The front enclosure needed to be replaced to address the issue. Reviewing the archive data showed a system error, 139 (unable to hold compression position) on the reported event date, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Investigation revealed that the drivetrain motor brake gap was too wide, out of specification, which triggered the system error. The brake gap could not be adjusted within the specification; therefore, the drivetrain motor assembly needed to be replaced to remedy the problem. As a precautionary service action, the processor board was also replaced with a known-good service part along with the drivetrain motor assembly, and the autopulse platform successfully passed a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes. The customer declined the service repair quote. Therefore, service was not completed, and the autopulse platform was labeled with "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(6) was used in an attempt to resuscitate a 65-year-old patient in cardiac arrest. The customer stated that the cause of the cardiac arrest was probable asphyxiation of food, and the patient had no problems prior to the event. The cardiac arrest was witnessed by family members and occurred during a family meal. The family refused to initiate CPR with assistance from dispatch, and local volunteer department members did not start CPR either. This event happened in a town adjacent to paris in bourbon county, where the customer is located. First CPR and I-gel placement were performed by another fire department, which arrived about 15 minutes earlier than the customer's ambulance. The customer reported that the patient was in asystole when the crew arrived. During treatment to include the autopulse working, the patient achieved a course v-fib and was defibrillated. The rhythm after defibrillation was again asystole, which remained the same from then. The autopulse platform delivered compressions for 15 minutes, and it stopped and displayed "system error, out of service, revert to manual CPR." The crew attempted to resolve the issue by swapping out the battery and replacing the lifeband, but the system error persisted. The crew switched to manual CPR, which took about 20 minutes from the time of autopulse failure until the time of death was pronounced dead at (B)(6) hospital ER by the physician. Per the customer, the resuscitation attempt was continued 12 minutes after arrival at the hospital. The customer stated that the patient's outcome was unrelated to the autopulse system.